Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4) , qerts#: (B)(4).

Event description:
Customer reporting discrepant result for rh typing for one sample between tube method and mts gel method tested using vision analyzer customer stated that male patient was previously tested at their facility back in 2016 using tube method and result of rh negative and reported to clinician. No weak d testing was performed back in 2016 (customer was not able to provide the exact date of testing nor lot # of anti-d antisera used in 2016). The patient was tested at their facility again on (B)(6) 2019, using vison analyzer, and now they are getting 4+ positive in the anti-d microwell. Because of discrepancy, testing was repeated using tube method and still getting rh negative. (No weak d testing was performed on sample today). Customer then obtained a second sample and retest on vision and again seeing 3+ positive with anti-d microwell. Today's testing was performed using mts abd/rev cards. Daily qc performed, and all results were acceptable issue started on: unknown; reported 8/23/19. Frequency: 1x. Sample ID: one patient. Methodology used: manual tube /vision analyzer; incubation time (for manual test only): is phase pattern observed: discrepant results. Reaction grade obtained: positive. Other relevant details: first testing of sample was 2016, and on 8/23/19. Daily qc testing performed and acceptable. Tsc recommend customer repeated testing in tube method, including weak d phase. Tsc followed with customer and was told with repeat testing using tube method, and weak d phase, site saw rh positive ( 1+) at ahg phase. Tsc reviewed the IFU with customer and explained that sample in question showed to have weaker or less # of the d antigen, which may require an indirect antiglobulin test for their detection. Most weak d antigen expressions will be detected as weak positive reactions with this reagent. Tsc also discussed with customer the difference clones could contribute to the difference in reaction grading.